Event description:
It was reported to medtronic minimed that the customer experienced blank display and device heating up. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Customer also reported insulin pump is extremely hot when removing the battery. Customer did not report damage to battery compartment, battery cap, or pump case. Issue continued after replacing battery. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self test. No blank display noted during testing. Pump was monitor for all day and no unexpected device heating up on pump or on battery compartment noted. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Found multiple low battery alarms on (B)(6) 2025 03:30:00.000, (B)(6) 2025 06:19:30.000 in the history files or traces due to battery low. Pump was cut open to perform visual inspection and found. No evidence of physical or moisture damage. On the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked case (battery tube). Unit passed all required tests and blank display or device heating up not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.